Event description:
It was reported that a pt was monitored with delta xl in ccu and just as the pt got a fast cardiac arrythmia event, the delta cl rebooted itself and the pt was not monitored for more than one minute. There was not pt injury reported. (B)(4).

Manufacturer narrative:
MDR 1220063-2014-00008 initially pertained to only 1 serial number for the reported issue. During the investigation, a second serial number was discovered. Based on the info provided, the root cause is attributed to a software issue. The complaint site is running software version vf6.4. By design, the deltaxl monitor logged a system fault and triggered a reboot ro clear the fault. The number of tries allowed before a system fault was changed from 6 to 12 in software version vf8 to address this issue. Draeger assessed the risk for the reported issue and determined that there are no new revised risks. For device reset, the monitor will alarm audibly and visibly to alert the user that a shutdown in progress. No actions planned at this time. Draeger will continue to monitor for similar reports of this issue.